Event description:
A gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. After removal of an 18 fr gore introducter sheath, it was discovered that the right common iliac artery had dissected. The physician surgically repaired the dissection. The patient tolerated the procedure.

Manufacturer narrative:
H3: the 18 fr introducer sheath was discarded by the facility. H6: a review of the manufacturing paperwork cannot be conducted. Please note: a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt281418/lot#04192736) and a gore excluder aaa endoprosthesis contralateral leg component (pxc141400/lot#04034650) were implanted.